Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional microbiological testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained show no growth. In addition, the following non-reportable malfunctions were found during device evaluation include ultrasonic probe damage due to physical load, abrasion of rubber bond, disconnection of curved part and flexible tube, angle knob play due to angle wire elongation, and interference with brushes and treatment tools. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the biopsy channel tested positive for 7 colony forming units (cfus) of micrococcus sp. / pseudomonas sp. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is dr. Weigert neodisher multizym. The step performed in pre-cleaning is aspiration of water through the instrument / suction channel. The device is manually processed with an 5mm double-sided valve brush cleaning brush and neodisher multizym detergent. The brushed points are the instrument / suction channel, suction cylinder, and the distal end / areas around elevator. The device is processed in a etd double automated endoscope reprocessor (aer) with endo det detergent and endo dis disinfectant. The device is stored in a edc plus drying cabinet. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5). A supplemental report will be submitted upon completion of the investigation.